Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the sagittal split ramos osteotomy (ssro) operation on (B)(6) 2014, the surgeon had difficulty fixing the locking screw since the screw easily fell from the tip of the screwdriver in question. Eventually, by the use of a straight screwdriver instead, the surgeon could manage to fix the locking screw. It is suspected that the root cause might be wear of the tip of the screwdriver. The surgery was extended due to this event, the amount of time is undetermined. There were no reported adverse consequences to the patient. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Manufacturing evaluation: our investigation shows slight wear and tear signs at the tip of the screwdrivers shaft. The manufacturing review shows a non-conforming report, regarding the screwdrivers shaft, which had no negative influence onto the design, functionality, and/or quality of the product. The correct material (1.4028) and hardening (range: 485 0/+60 hv10) procedure was used. A 100% functional check guaranteed the functionality of all instruments when they left our facility. Based on the received information, we cannot determine the exact root cause. It is likely that a mechanical overload situation during use lead to the wear and tear on the screw recess and finally led to the malfunction of the devices. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that according to the manufacturer's inspection certificate, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment not diagnosis. Instrument, not implanted or explanted. The part was not returned for evaluation. The lot number is unknown, therefore, a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.